Event description:
The distributor reported on behalf of the customer that the device, hd4000, 4mm, 0 degree hd quicklatch autoclavable eyecup scope was being used on (B)(6) 2022 and a ¿brand new hd4000 (B)(4) looks broken¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with a richard wolf device. There was a 2 hour delay to the procedure. Further assessment found that the device fragmented because the distal end is not shielded. All pieces were recovered from the patient with the use of suction. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Update: correction: d3 the manufacturer name & address was updated to reflect the correct location. Reported event is confirmed. Customer event "looks broken" was confirmed based on video and photographic evidence. The device will not be returned for evaluation, but video and photographic evidence has been provided that confirmed the reported issue. A device history record review, completed by the vendor, found no abnormalities that would contribute to this reported event. The service history was reviewed, and no data was found. A risk analysis cannot be conducted since conmed does not own the risk documents for this device. Per the instructions for use, the user is advised the following: before every procedure, carefully inspect the device to ensure it has been properly maintained, is cleaned and sterilized, and is fully functional. Do not use this device if an inspection reveals damage. Handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, hd4000, 4mm, 0 degree hd quicklatch autoclavable eyecup scope was being used on b)(6) 2022 and a ¿brand new hd4000 s/n#: b)(6) looks broken¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with a richard wolf device. There was a 2 hour delay to the procedure. Further assessment found that the device fragmented because the distal end is not shielded. All pieces were recovered from the patient with the use of suction. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event "looks broken" was confirmed based on video and photographic evidence. The device will not be returned for evaluation, but video and photographic evidence has been provided that confirmed the reported issue. A device history record review, completed by the vendor, found no abnormalities that would contribute to this reported event. The service history was reviewed, and no data was found. A risk analysis cannot be conducted since conmed does not own the risk documents for this device. Per the instructions for use, the user is advised the following: before every procedure, carefully inspect the device to ensure it has been properly maintained, is cleaned and sterilized, and is fully functional. Do not use this device if an inspection reveals damage. Handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, hd4000, 4mm, 0 degree hd quicklatch autoclavable eyecup scope was being used on (B)(6) 2022 and a ¿brand new hd4000 s/n#: (B)(6) looks broken¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with a richard wolf device. There was a 2 hour delay to the procedure. Further assessment found that the device fragmented because the distal end is not shielded. All pieces were recovered from the patient with the use of suction. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.